Event description:
Patient's anatomy revealed the aorta was narrowing just above the bifurcation. At the end of the procedure, a kink was noted in the contralateral limb. The physician ballooned the area and was not satisfied with result. Decision was made to place two stents (another manufacturer) in both contralateral and ipsilateral side to straighten out stent graft. This was completed and patient has sustained no adverse effect.